Event description:
A customer in (B)(6) reported to biomérieux that they have observed non-repeatable falsely over estimated results when using vidas® hs troponin I (reference 415386). The customer reported that a plasma patient sample was taken on (B)(6) 2017. The initial result 545 rfv 189.2ng/l and based on this result, the patient was sent to the emergency department where a coronary angiography was performed. On 1(B)(6) 2017 repeat testing of the frozen patient sample from (B)(6) 2017 was conducted with a cqi (biorad liquicheck n1 and myqc cardiac n2). The retest values a3 55 rfv 13.6 ng/l. The final patient result was negative. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux that they have observed non-repeatable falsely over estimated results when using vidas® hs troponin I (reference 415386). An investigation was performed. A review of quality records confirmed the batch met manufacturing specifications. On (B)(6) 2017 complementary tests were performed. A sample from a blood donor was tested twenty times and all the results were found to be between 1.9 and 5.1 ng/l. No outliers were observed. Four internal sera with different concentrations were assayed using the retained kit of vidas® tnhs 1005467700 and results were compared to those obtained during the batch's release : range (5.08 - 20.32) ng/l, test result: (B)(6) 2017 = 15.3 ng/l, batch release: 31/01/2017= 13.5 ng/l. Range (24.29 - 45.11) ng/l, test result: (B)(6) 2017 = 33.6 ng/l, batch release: 31/01/2017= 35.2 ng/l. Range (67.13 -124.67) ng/l, test result: (B)(6) 2017= 98.3 ng/l, batch release: 31/01/2017= 103.4ng/l. Range (296.0-549.6) ng/l, test result: (B)(6) 2017 = 429.70 ng/l, batch release: 31/01/2017= 435.40 ng/l. The results of the samples did not change since the release of the lot. All were in their expected specification. The investigation concluded that the performance of vidas® tnhs batch 1005467700 was within specifications. The customer's anomaly was not reproduced.